Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
A manufacturing representative (rep) on behalf of a healthcare provider (hcp) in a foreign clinical study reported that there was an infection at the lead site that required surgery. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.